Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional for a clinical study reported the april explant of the neurostimulator resulted in significant akinesis. On (B)(6) 2015, the patient was discharged from the rehabilitation hospital and still had difficulty walking. The patient could just about stand up independently by swinging himself up in the chair and could only stand if he was able to hold on to something. The patient was not able to walk independently at all and could only stand independently for a few seconds. The problem with walking appeared to be multifactorial. Firstly, the patient did not appear to have regained his strength after long-term immobilization. Secondly, the patient had problems coping with pain in both hips and in the lower lumbar spine. No longer did the patient suffer from the sometimes significant hyperkinesia that he used to have and only experienced it slightly when he was agitated or excited. Every now and then there were phases where the patient¿s mobility was worse and had problems moving, even in a wheelchair. Increased dysarthria was another problem that started after the long stay in the neurological department; the patient suspected it became worse again after the last change in stimulation in july. During examination, it was noted that the patient¿s voice was difficult to understand and there was slight rigidity of the right arm. Fine motor skills and diadochokinesis were significantly restricted, with the right more affected. The patient could not stand up from a chair independently, then he can stand freely for a few seconds, but with a tendency to fall spontaneously. The patient was on the current medication: madopar lt 6:00 am 1tbl., madopar 125 mg at 7:00 am, 11:00 am, 1:00 pm and 7:00pm 1 tbl. For each dose, madopar depot 10:00 pm 1tbl., tasmar 100 mg 7:00 am and 7:00 pm 1 tbl each dose, movicol sachet 1-0-0, pantoprazol 40 mg 0-0-1, mirtazapin 15 mg 0-0-0-1, novalgin 500 mg 1-1-1-1, domperidon 10 mg 1-1-1, madopar lt 125 mg as required (off-phase). In consultation, the stimulation was raised by 0.2 volts on both sides which resulted in immediate positive effect with louder and clearer speech. The patient was instructed to continue treatment with high frequency physiotherapy and ergotherapy and speech therapy. An appointment was scheduled for follow-up on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that there was a medical device complication, dislocation of the generator with infection, beginning necrosis, and subsequent pneumonia. The patient presented to the clinic on (B)(6) 2015 with an 8-week history of displaced neurostimulator, tenderness to pressure and redness in the area of the left pacemaker pocket. Battery exhaustion was established when reading the neurostimulator data. The displacement was "significant" and laterally displaced, noting there was a risk of skin necrosis around the edges of the pocket; the lateral edges folded forward over into the overlying skin and restricted the blood flow. The patient was subsequently admitted to the hospital. There was pronounced postural instability, hypomimia, and hypokinesia. With a white blood cell count (wbc) of 11.27 thou/l and crp of 7 mg/l, the inflammatory markers in the blood were only mildly elevated. The neurostimulator was explanted by cutting the lead and removing the distal parts under sedation and analgesia on (B)(6) 2015. Around the neurostimulator pocket, there was a small local seroma and some old, greasy coating. Specimen taken intraoperatively were sent to the microbiology lab. After swabs were taken, the patient was started on empirical antibiotic treatment with cefuroxime. The wound pain was within the normal postoperative range and was treated with analgesics. The patient was given antibiotic treatment (intravenous cefuroxime) due to evidence of (B)(6) on the explanted material. Other symptoms included worsening of parkinson's symptoms in loss of stimulation; the patient had temporary subcutaneous apomorphine treatment. With a loss of stimulation, there was marked post-operative increase in parkinson's symptoms with severe hypokinesis. There was no improvement under up-titration of dopaminergic medication. There was mild improvement over the hospital course under up-titration of subcutaneous treatment with an apomorphine pump. Despite regular mobilization, breathing exercises, and pulmonary care, the patient's respiratory condition deteriorated and he developed pneumonia and bronchospasm. The patient had to be moved to ICU where on admission, the patient was awake and cooperative, but markedly tachypneic, with reduced oxygen saturation (85%) under maximum oxygen supply through the face mask. He was given respiratory support with CPAP ventilation, with oxygenation showing significant improvement. Simultaneous bronchospasm was treated with inhalations. An x-ray showed bilateral basilar infiltrates due to aspiration pneumonia. This was treated with broad-spectrum antibiotics, i.e. Piperacillin/tazobactam and ciprofloxacin. The microbiology lab results showed no evidence of pathogens. In the hospital course, the patient developed progressive bronchospasm, which even under treatment with bricanyl, required subcutaneous treatment and subsequently with reproterol syringe driver. His breathing became difficult and he developed fatigue and weakness and, with deteriorating pulmonary gas exchange, the decision for invasive mechanical ventilation was taken. After intubation, gas exchange was still reduced; treatment had to be changed to sufentanil syringe driver therapy. In the further course, the patient's bronchospasm improved and his continuous medication was reduced. Atelectasis from hypoventilation due to accumulation of bronchial fluids was reduced by sustained inflations, suctioning and intensified respiratory therapy. Under this treatment, gas exchange improved significantly. The patient was given nasogastric tube feeding, there were no complications. The patient was also given laxatives and had regular bowel movements. The subcutaneous apomorphine medication was continued. In addition, his parkinson's medication was adjusted to shorter intervals in the levodopa administration to improve the patient's rigidity. His other medication was continued. On (B)(6) 2015, the patient developed sepsis with increasing demand for fluid resuscitation and catecholamine. The existing antibiotic treatment was escalated to meropenem. Lumbar puncture did not show any intrathecal abnormalities. There was still no evidence of pathogens in the microbiology results and, in clinical improvement, the escalated antibiotic therapy was continued. In the hospital course, the inflammatory markers went down to normal levels. Seriousness of the event included life threatening and the event was noted to be unlikely related to surgery or medication and was possibly/probably related to system and pre-existing/underlying disease. The event was "certain" to be related to stimulation. There was a re-implantation of the neurostimulator and reconnection with the leads on (B)(6) 2015. The patient was given post-operative antibiotic treatment with intravenous cefuroxime. Extubation and neurological and pulmonary stabilization was achieved after moving the patient back to the ICU, still intubated and ventilated. Subsequently, the patient's respiration was stable at any time with oxygen given by nasal cannula. Neurologically, the patient remained stable with full motor function on demand and consistently significantly improved hypokinesia. As a result, the subcutaneous apomorphine pump was removed. With evidence of a colony-forming unit of pseudomonas aeruginosa at a tip of a cvc sent to the microbiology lab with suspected contamination, the patient's antibiotic treatment was changed to empirical treatment with empirically on tazobac/piperacillin in pending antibiogram. The patient was moved from ICU to the general ward. After consultation with the speech therapist and adequate swallowing capacity, the nasogastric tube was removed. The parkinson's medication was subsequently changed back to nacom 100/25 mg and madopar depot 100/25 mg. Under this treatment, the patient's ability to move continued to improve. In the antibiogram, the pseudomonas aeruginosa found on the catheter tip proved to be (B)(6) colonization with resistance to 3 pathogens. As the blood culture remained sterile and with only 1 colony-forming unit, this is most likely due to contamination. As the patient had no other infections and with no infection markers in the lab results as well as clinically neurologically improved condition, there was no further indication for antibiotic treatment. Antibiotic treatment with tazobac/piperacillin was discontinued. The patient's cardiopulmonary status remained stable over the further hospital course, there was no indication for a new infection. In pressure ulcer at the penis after a long period with an indwelling transurethral catheter, a urology case conference was called. There were cicatricial changes at the foreskin with cicatricial phimosis. In expected increasing phimosis due to cicatricial changes, the initial recommendation was for local wound care followed by circumcision. With normal spontaneous micturition, there is no urgent need for action in this regard. An x-ray image showed the entire system in normal position and with normal connection. With normal wound healing, the sutures in chest and abdomen were removed in the hospital course. On the head, the wound shows crust formation with poor wound healing. With cables in situ, we successfully carried out emergent local wound revision under procedural sedation and analgesia on (B)(6) 2015. This was followed by prophylactic antibiotic treatment with intravenous cefuroxime 1.5 mg 3x/day for 5 days. The subsequent wound healing is normal. In this context, the patient continued to have normal infection markers with unremarkable laboratory results. Neurologically, he continued to make progress. On (B)(6) 2015, the patient was transferred for neurological rehabilitation treatment. Findings on transferal to a rehabilitation treatment center included improved hypomimia, hypokinesia, and mobility. However, there were episodes of urinary incontinence. Stimulation was slightly increased due to increasing hypokinetic rigid symptoms on (B)(6) 2015. The patient was free from infection but resolved with sequelae. Medical history included parkinson's disease and known left paralysis of the tibialis anterior muscle and right paresis of the tibialis anterior muscle.

Manufacturer narrative:
(B)(4).